Event description:
Consumer inserted a tampon and a portion of the tampon came apart and remained inside her upon removal of the tampon. This product problem occurred on 4 separate occasions with different tampons.

Manufacturer narrative:
Device history record in review. Consumer did not return product for eval.